Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not reproduced. Based on the results of the investigation, information about the reprocessing status in the subject facility was unavailable. Therefore, it was unknown which process went wrong, and the cause of the event was unable to be specified. It was confirmed that instructions for pcf-170 series, reprocessing manual describes how to reprocess the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope light guide tube portion was used without proper reprocessing. It is unspecified when the issue occurred. There were no reports of patient harm.